Event description:
It was reported to boston scientific corporation that a capio slim device was used during a procedure performed on (B)(6) 2022. During the procedure, it was reported that the physician loaded the suture but the device did not properly pass the suture. The dart detached from the suture as the physician tried to pass it again. The device was partly disassembled in attempt to locate the dart, but it wasn't located. Instead, the physician found an unidentified round plastic pellet approximately 1.5-2 mm in diameter in the operative site. It did not appear to have come from the device as it was too large to fit anywhere in the device tip, so it was kept as an unknown foreign body. The procedure was completed using an alternate technique as a replacement device was not available. A radiologist was requested to come to perform an x-ray to help find the detached dart.

Manufacturer narrative:
(B)(4). Report source: voluntary user medwatch number mw5111533.